Event description:
Tampon unraveled inside vagina [foreign body in reproductive tract]. Tampon unraveled [device breakage]. Tampons gotten stuck in the applicators with no way to remove them [device deployment issue]. Case description: consumer reported via e-mail that tampon unraveled inside of her and some tampons got stuck in the applicators. No serious injury reported.

Event description:
Tampon unraveled inside vagina [foreign body in reproductive tract] tampon unraveled [device breakage] tampons gotten stuck in the applicators with no way to remove them [device deployment issue] cause was traced to design [product design issue] case narrative: consumer reported via e-mail that the tampon unraveled inside of her and some tampons got stuck in the applicators. No serious injury reported lot codes - 1847461, 1847141, 1852059, 1844881, 1843277, 1846263, 1848224.

Event description:
Case description: consumer reported via e-mail that the tampon unraveled inside of her and some tampons got stuck in the applicators. No serious injury reported.